Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: the device was not returned for analysis. However, performance data collected from the device was received and analyzed. The impedance on the svc (superior vena cava) defibrillation coil was beyond the expected upper range. Svc lead impedance jumped from around 50 ohms in the week of (B)(6) 2015 to 148 ohms in the week of (B)(6) 2015. (B)(4).

Event description:
It was reported that an alert was triggered for high impedance on the superior vena cava (svc) portion of the right ventricular (rv) lead. The lead was confirmed to be fractured. As a result, they programmed the svc coil off, the rest of the lead remains in use. No patient complications have been reported as a result of this event.

Event description:
It was additionally reported that the rv defibrillation coil exhibited a slow steady impedance increase and triggered an alert for high impedance. The pacing impedance also increased very slight at the same time.